Event description:
A complaint was received from a customer stating that segments were missing from the display and that the display shuts off too quickly. A request was made to return the meter and a replacement meter would be provided.